Event description:
Healthcare worker complained of headache, cry cough, redness to face, swelling of eyelids, and nosebleeds, during the first week of useage of cidex opa. These symptoms lasted 2 days. No medical treatment sought by employee.